Event description:
During testing, an 'o2 sensor error' occurred. Calibrating the o2 sensor could not solve the issue. This issue was resolved by replacing the o2 sensor. This issue was resolved by replacing the o2 sensor. There was no pt involvement in this case.